Event description:
Report rec'd from abbott international affiliate (abbott spain) reporting a free-flow event. The report states: "pump was used to administer medication for anesthesia. Reporter said that when they turned on the pump the selftest was pased and everything looks like it works properly. Then they started administering cisatracorium as premedication before the anesthesia. It had to have been delivered with a flow rate of 15ml/hour and instead of it, the medication was delivered completely in a minute (total of 100 ml). No alarms appeared except the empty alarm after all medication was completely delivered. The pt did not have any untoward consequence because of the anesthesiologist was aware of the situation and could maintain pt until pt was completely recovered. When they opened the cassette compartment, they discovered two caps of the distal end of the infusion set located inside it. They do not know how these cups could be located there." Though requested, there was no add'l info available.